Event description:
The service report shows the customer reported the the 840 ventilator stopped cycling while in use on a patient. The patient was no harmed, or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verifiekd the malfunction. The cse inspected the device, and replaced the gui pcb. The unit passed extended self testing.